Manufacturer narrative:
Additional information: no product has been returned for evaluation, however, investigation of the failure revealed that corrosion, surface finish and bending stresses all contribute to pin breaking. A new pin was implemented that had 65% improved strength and significantly improved corrosion resistance.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the (B)(6); no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a rod was explanted on an unknown date for an unknown reason. Subsequently, upon review of investigation findings from the (B)(6) it was identified that the rod exhibited signs of galling in addition to evidence of a pin fracture.